Event description:
Pt underwent a bilateral oophorectomy in 2007. Pt continued to have pain. CT scan revealed a retained foreign body. Pt was taken to surgery for removal of the foreign body. It was the reusable cervical cup used with the uterine manipulator. The surgery went well without incident and the pt is doing well at this time. It was later learned that the reusable parts used were provided by cooper surgical: metal handle and reusable uterine cone. The other parts used were provided by rumi system: disposable uterine manipulator tip and colpo-pneumo occluder with balloon.